Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions, a follow-up report will be submitted when the evaluation has been completed.